Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set had occlusion alarms (alarm number 2). Blood glucose was adversely affected and reported at 472mg/dl. An insulin injection was used to address the high blood glucose. The patient vomited, but had stopped since blood glucose levels dropped down. Device troubleshooting determined there was blockage at the site due to compromised cannula. The infusion site was replaced. No permanent injury was reported. See MFR: 2183502-2016-01903 and 2183502-2016-01904.